Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increasing pacing threshold measurements with intermittent loss of capture. Additionally, the pacing impedance measurements had increased over the last year. The patient underwent a device upgrade procedure and noise was noted on the electrogram. The lead was surgically abandoned and replaced with an implantable defibrillation lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.